Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and observed on the floroscope that the occlusion balloon had deflated. The physician inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the device and replaced it with another to complete the case. The pt is reported to be fine.